Event description:
It was reported that when loading the cot into the ambulance, the emts did not verify the safety bar engaged the safety hook and when they lifted the legs up, the cot came back and tipped out of the back of the ambulance. It was reported the pt sustained head injuries. There was reported pt involvement and adverse consequences.

Manufacturer narrative:
Investigation underway.